Event description:
Revision of shoulder components due to reports of pain. Surgeon wanted to remove a screw from the glenoid plate which he felt was the cause of the pain. Upon exposure, it was noted that the humeral adapter tray was spinning freely and had generated metal lysis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification info was not provided, precluding a review of the device history record.